Manufacturer narrative:
One single dpt was returned for evaluation. The dpt zeroed and sensed pressure on the pressure monitor without any problem. The electrical testing also showed that the dpt electronic components were intact because both input impedance and output impedances were within specifications. The zero-offsets were also within specification. There was no visible defect observed on the cable connector. The complaint of inaccurate pressure readings could not be confirmed during the evaluation; the dpt functioned normally. The dpt instructions for use provide the following information and guidance related to abnormal pressure readings: pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Warning: abnormal pressure readings should correlate with the patient's clinical manifestations. Verify transducer function with a known amount of pressure before instituting therapy. Caution: significant distortion of the pressure waveform or air emboli can result from air bubbles in the setup. Note: poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. It could not be determined if any clinical factors may have contributed to the event. No further actions will be taken at this time.

Event description:
As reported, there was a significant discrepancy in the pressure readings between the dpt and the blood pressure cuff. The systolic arterial pressure showing on the monitor was 220 mmhg so the patient was treated for hypertension (details not provided) but when the treatment was not proving to be helpful, the blood pressure was checked manually with a blood pressure cuff, which showed the systolic pressure was only 60mmhg. The user was unable to re-zero the dpt so it was exchanged for another which zeroed without difficulty. The new dpt correlated with the manual cuff pressure and showed 60mmhg. No actual patient injury was reported.